Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) that occurred due to increased battery impedance. The device was reprogrammed, and a replacement procedure was scheduled in the future. No patient complications have been reported as a result of this event.